Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
Maquet received initial info from the hosp that during an endoscopic vein harvesting procedure, the dissection tip broke off inside the tunnel and the harvester could not find the broken piece in the tunnel. The c-ring was also a problem because it was falling off from the device. No add'l info is available. On 10/7/09 maquet territory manager spoke to the hosp risk management and was able to inspect the products. Two little pieces broke off from the base of the dissection tip where it was screwed onto the scope. The pa was able to retrieve the pieces out from the initial incision. The leg was bleeding a little bit wo the harvester made an add'l incision from the thigh to clean out and this was reported to have nothing to do with the dissection tip broke. While harvesting the vein, the scope washer tubing was noted to hang out from the cannula with the c-ring still securely attached to. There was no part broken off or detached from the cannula and there was no retrieval required. The device was withdrawn from the leg and removed from service. A replacement kit was used to complete the procedure. The hosp did not report any further pt complications. This report is for the second device. On 10/13/19: maquet also received user facility medwatch report from the hosp for the dissection tip broke.